Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received. The customer's blood glucose level was not impacted by this issue. Reportedly, the customer reverted to manual injection for insulin therapy.